Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer had blood glucose level of 458 mg/dl. It was reported that customer declined troubleshooting for high blood glucose level. The customer reported that the they received insulin flow blocked alarm and insulin exited during fill cannula and insulin pump alarmed insulin flow blocked. The insulin pump will be returned for analysis.